Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the microclave needle free connector septum is damaged- pushed in and inability to come back out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged septum/valve was confirmed but the cause is unknown. One photograph of a valve was returned for evaluation. An initial visual observation of the photograph showed the proximal end of the valve. The valve septum had not rebounded to its inactivated position. The inside of the valve housing appeared dark and the details of the valve could not be seen clearly. Although it could be confirmed that the valve did not rebound, inspection of the returned photograph was insufficient to identify the root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.